Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that when the pcu was plugged in, the ac indicator was not illuminated. Additionally, the pcu displayed the message "very low battery <5 min to shutdown plug in now¿ and half an hour later, it is still displaying very low battery <5 min to shutdown plug in now message and the ac indicator was still not illuminated. It was reported that the hospital's clinical engineering replaced the power cord but the ac indicator "was intermittent." This was reported to bd representatives during their site visit. There was no patient involvement.